Event description:
The event is reported as: oxygen leak was found while the mask was in use. It had been used for several days. No patient injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.